Event description:
Procedure type: colon resection. According to the reporter: the green indicator was partly visible and the handle was hard to squeeze. Leakage was found during the leak test, but it was caused by small bowel damage, not at the anastomosis. Some staples were partly formed, and manual suturing was performed. Surgery was extended by more than 30 minutes, however, no stomas were needed. No tissue loss and no bleeding occurred as a result. The pt is currently under observation because of the small bowel damage, and not because of the anastomosis.

Manufacturer narrative:
Initial report sent: 05/19/2008.